Event description:
It was reported that the relion® insulin syringe had difficult plunger movement during use. The following information was provided by the initial reporter: "consumer reported that the plunger rod is difficult to move, consumer stated that she is able to draw the insulin but the plunger rod will not depress. Consumer does not reuse."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 24-jun-2022. Investigation summary customer returned (18) 0.5ml, 31 gauge, 6mm syringes from lot 1298598. Each of the syringes were inspected visually and no defects were found. Each of the plunger rods were moved up and down the length of the syringe barrel and no issues were encountered. The syringes were all found to be undamaged and functioned as intended. A review of the device history record was completed for batch# 1298598. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the plunger rods being difficult to move. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the relion® insulin syringe had difficult plunger movement during use. The following information was provided by the initial reporter: "consumer reported that the plunger rod is difficult to move, consumer stated that she is able to draw the insulin but the plunger rod will not depress. Consumer does not reuse."